Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after loading insulin into the cartridge, insulin was noted to be leaking from the fill septum. During troubleshooting with tandem technical support, the customer dried off the cartridge fill septum; however, insulin was still noted to be leaking. The customer was able to load a new cartridge successfully and resume insulin. The customer's blood glucose level was not impacted.